Manufacturer narrative:
We have now concluded our investigation for the complaint received. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors include raw material issues or storage environment issues. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products

Manufacturer narrative:
Complaint: (B)(4)

Event description:
It was reported that the allevyn life sacrum dressing was shedding silicone onto the patient upon removal and it is difficult to remove from the skin. It was also shedding silicone as the backing is removed before application.